Event description:
Symptoms/ae: retroperitoneal hematoma. Time of symptom/ae: post procedure. It was reported that a physician trained in the use of the prostar device achieved arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, the knots were nicely advanced to the arteriotomy site, but the artery was calcified anteriorly and apposition was not perfect. Post procedure, the patient developed a retroperitoneal hematoma which was found by touch and ultrasound. A femero-iliac exploration with superior retraction of the lower peritoneal cavity was performed to repair and replace part of the artery. No complications ensued and the patient should be discharged from hospital around the end of the week. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.